Event description:
It was reported by service report that the headend of the bed drifted with no weight on it. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Headend lift motor failed.